Manufacturer narrative:
The reported events were inadequate capture and the helix damaged. As received, a complete lead was returned for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix damaged was confirmed. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold, and upon removing the lead, the lead helix was noted to have over-torqued. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.